Manufacturer narrative:
While the device in this report was involved in the procedure, there is no evidence to suggest the device did not perform as intended and device malfunction is not suspected. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
Identified in a conference presentation of retrospective data compiled between the years 2017-2022. An end-stage renal disease patient had complications during rf wire recanalization using powerwire to correct symptomatic chronic thoracic central venous occlusions and experienced hemopericardium requiring percutaneous pericardial drain placement. Physician confirmed there was no device failure or malfunction related to the event. The event was secondary to specific patient anatomy. No further information is available.